Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. The rep reported that today at the patient's residence in a nursing home, the patient attempted to lift their right hand and suddenly received difficulty in raising arm and some tremor that lasted several seconds. It was noted that the patient's previous devices were replaced two days ago due to normal battery depletion. The rep told the patient to contact them if it happened again. The rep indicated that both devices were on. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating that the cause of the sudden tremors was not determined. The rep also noted that the therapy resumed after a brief breakthrough of tremors, both ins's were functioning normally and the tremorsare well controlled.